Event description:
The customer's family member reported their precision xtra meter's batteries were dead and they couldn't install new batteries. The customer's mother was unable to wake him up and prior to him experiencing a seizure and loss of consciousness, she treated him with some orange juice and 5 or 6 sugar packets. The paramedics were called and after obtaining a reading of 243 mg/dl, treated him intravenously with known solution and transported him to a local hospital where his blood glucose has been monitored every hour, until it stabilized. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.